Manufacturer narrative:
Date of event (B)(6) 2017 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's device was not working, further stating that they talked to the manufacturer's representative (rep) the day before the report who recommended patient to change programs. It was noted that patient had access to a patient programmer (pp), synced with it and stimulation was on. It was noted that patient had the ability to change programs and /or adjust stimulation and it was recommended for the patient to consider changing programs if medically appropriate. The caller was walked through changing to program 2 then program 3. It was also reported that patient was having pain in their vagina as well as incontinence. It was also reported that patient had a urinary tract infection (uti) but later said it was a bladder infection which was due to the kidney stone. It was stated that the doctor believed the infection was what was causing the incontinence. It was stated that the doctor told the patient not to call the rep but they did anyway. The caller wanted to know what to do about the pain in the patient's vagina, and it was reviewed that if they fell the device was causing the pain they could turn stimulation down or off but should discuss the pain with the doctor. No further patient complications were reported/ anticipated as a result of this event.